Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned. A device history record review could not be conducted since the lot number provided is not a valid number. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation to confirm the alleged defect and determine the root cause. Corrective actions cannot be established. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint alleges "air pressure was not maintained, balloon deflated during the use to the patient". There was no report of patient injury or consequence. The patient condition was reported as "fine".

Manufacturer narrative:
Qn#(B)(4). Corrected data: lot# corrected to 73d1700611. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges "air pressure was not maintained, balloon deflated during the use to the patient". There was no report of patient injury or consequence. The patient condition was reported as "fine".